Manufacturer narrative:
Corrected information: the g3 (date received by manufacturer) in (B)(4) follow-up #1 was incorrectly reported. The correct g3 should be 05/06/2026, which makes the submission due date to be 06/05/2026.

Manufacturer narrative:
D1 (brand name) & d4 (serial) has been updated. Ppae (thrombocytopenia/tachycardia): the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
D4: corrected the UDI.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 42-year-old male patient was admitted for heart failure exacerbation and was found to have low ejection fraction of 10-25%, a left atrial myxoma, and left atrial clot. Surgery was planned for left atrial mass excision, clot removal, possible ablation for atrial fibrillation and impella 5.5 placement. The patient was taken back to the ICU for ongoing management. The team attempted to wean the impella, but the patient did not tolerate and had worsening cardiogenic shock based on lab work. He also had recurring atrial fibrillation requiring additional antiarrhythmic medications and planned cardioversion. While on impella support and left ventricular assist device (lvad) workup, the patient was found to be hit+ so he underwent plasma phereses. While waiting for lvad placement, the patient had intermittent episodes of ventricular tachycardia, however, electrolytes were low. The team performed multiple echo¿s during his support, and the impella was shown to be in good position. As the patient had a long-standing history of atrial fibrillation, the recurrence is most likely due to that and not the impella 5.5. It is difficult to attribute the ventricular tachycardia to the impella based on his other comorbid conditions and the fact that his electrolytes were low. The cardiac failure occurred when attempting to wean the impella and since the patient could not tolerate that, he was scheduled for lvad implant.